Event description:
It was reported that during insertion in the micu, the md was not able to advance the catheter over the guidewire due to severe resistance resulting in the kinking of the guidewire. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. This report is related to 9680794-2014-00198. The returned product sample for that report included two kinked guidewires.

Manufacturer narrative:
(B)(4).